Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated following the reported event of no external power alarms and patient death. The system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 13 hours (13aug2023 at 16:14:38 to 14aug2023 at 05:52:38 per time stamp). On 14aug2023 at 03:57:30, the black power lead was disconnected activating a power cable disconnect alarm. The white power lead was disconnected at 03:57:37, activating a no external power alarm. The backup battery provided power to the system during this event. The alarm cleared at 04:00:02 when power was restored. At 04:01:11, the black power lead was disconnected activating a power cable disconnect alarm. The white power lead was disconnected at 04:01:17, activating a no external power alarm. The dual power leads remained disconnected for the remainder of the log file. The backup battery provided power to the system during this event. A transient controller internal fault was active at 05:49:52 due to controller motor voltage b fault and controller boost over voltage faults. These faults will activate when the controller motor voltage va_s and vb_s are between the ranges of 1v ¿ 13.4v, and when there is a detection in over voltage. The alarm resolved shortly after activating. At 05:49:54, the pump speed fell to 0 rpm and remained at 0 rpm for the remainder of the log file. Controller internal faults due to controller motor voltage b fault and controller boost over voltage faults intermittently activated between 05:52:36 ¿ 5:52:38. The backup battery fully depleted by 05:52:38. The black power lead was reconnected, and the clock was set to the default date of 01jan2000. There were no other notable events active in the log file. Multiple good faith efforts were sent to retrieve additional information including the patient weight, if the cause of the low flow/zero flow was identified, if there were any diagnostic tests performed to confirm pump thrombosis, if the death was considered to be device related, if the device operated as expected, if the driveline was intentionally disconnected, and if any product would be returned for analysis; however, no response was received. To date, no product has been returned to abbott for analysis. The root cause for the no external power events were conclusively determined to be due to a dual disconnection of the power leads. The patient death is further addressed via the pump investigation (related manufacturer report number: 2916596-2023-06275). The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, low flow, pump stop, and replace controller alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The no external power events observed on 14aug2023 appeared to be due to both power leads on the controller being disconnected.

Event description:
Related manufacturer report number: 2916596-2023-06275. It was reported that on (B)(6) 2023 the patient called emergency medical services and was taken to the emergency department for ventricular fibrillation (vf). The patient was intubated and then coded and passed away. A log file review found a no external power event had occurred on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.